Manufacturer narrative:
(B)(4). The patient was reported to be in her (B)(6). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient performed therapy in unclean conditions. The peritonitis was manifested by cloudy effluent. On the same date as onset, the patient was hospitalized for the event and began treatment with intraperitoneal vancomycin (once daily; dose and duration not reported). The patient was retrained on proper aseptic technique and remained hospitalized for the event. At the time of this report, antibiotic treatment was ongoing and the patient was recovering from the peritonitis. Dianeal therapies were ongoing. Additional information is not available at this time.